Event description:
It was reported that the customer passed away due to blastomycosis. The customer stopped wearing the insulin pump a month prior to his death. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed no delivery outside of specifications. However, the insulin pump passed the displacement, rewind, basic occlusion, prime, and excessive no delivery tests.

Manufacturer narrative:
Device alarmed no delivery outside of specific range. However device passed prime or a33, displacement, basic occlusion, and excessive no delivery alarm test. Unable to determine root cause due to device preservation. Device alarmed no delivery outside of specific range due to faulty force sensor resistor.

Manufacturer narrative:
Additional information has been added which was not included with the initial report. The information has been provided with this report.